Event description:
A customer reported that their freestyle flash meter displayed an error 3 message. Through investigation, it was discovered that the meter contained the memory overwrite malfunction on 21 nov 06. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and original duracell battery voltage was measured at 3.020v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-3 errors. However, uom was selectable and was received at mmol/ls. No errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.